Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed

Event description:
It was reported that the catheter or tubing was clogged. While manipulating the intellanav mifi open-irrigated ablation catheter with tubing set inside the patient, the pump stopped due to fluid delivery error. The physician tried to resolve and clear the error but was unable to clear the error. It was decided that tube or the ablation catheter seems to be clogged. Because it was the final energization, the procedure was ended. No patient complications were reported.